Manufacturer narrative:
The returned instrument was received in its inner and outer blister, covered with the tyvek foil lid showing the lot information. The instrument shows no macroscopic signs of damage and no signs of surgery residues. The instrument was visually inspected using a photomicroscope with various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. The customer's complaint can therefore not be confirmed, as the product met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacture products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic backflush exhibited suction failure during surgery. The surgery was completed on the same day after replacing the backflush, and there was no patient impact.